Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn#(B)(4) the customer returned two swgs for evaluation. Visual inspection of the swgs revealed two bends and a misshaped j-bend. No damage was found with the second swg. The customer confirmed that there were no issues with the second swg. Microscopic examination of the first swg, confirmed both welds were present and spherical. The bends in the guide wire measured 32 mm and 575 mm from the proximal weld. The total length of the guide wire measured 602 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.803 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle per the instructions-for-use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire passed through both components with minimal resistance. The guide wire was also passed through the returned catheter per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The catheter passed over the returned guide wire with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was able to be confirmed through examination of the returned sample. Two bends were found in the returned swg. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire returned, and that the damage occurred during use , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.